Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode. The device was not returned for analysis; however, data logs was received. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a cardiac pacemaker procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices. Clinician programmer logs showed that the ipg was not in a bondable state and that the cp displayed the error message "generator is not paired with this ipad", place a magnet over the generator for 10 seconds to start the pairing process." Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.